Manufacturer narrative:
(B)(4). Device evaluated by manufacturer.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Externalized conductors were observed via imaging. No electrical anomalies were detected. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped. It was also noted that pacing lead impedance was lower than normal and r-waves had diminished.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.